Event description:
It was reported that a patient presented remotely on (B)(6) 2022 with multiple episodes of right ventricular noise, including an episode of high ventricular rate due to noise oversensing. No intervention was reported, and the patient will continue to be monitored. The patient was stable throughout.